Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the sterilization, a hospital employee found pieces of flesh on the implant tray. After the cleaning, the sales representative requested the re-sterilization. This report is for an unknown spinal implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown spinal implant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.